Event description:
The customer reported that results from three patient samples processed on the vitros eci chemistry system were associated with the incorrect patient names. The customer identified the discrepancy and the vitros eci results were not reported. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event determined that the vitros eci was operating as intended. The patient results were associated with the incorrect patient name as a result of user error while editing patient demographic information for a new sample ID before clearing the previous sample ID. The customer has made all operators aware of the issue, so it can be prevented in the future.